Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Lot number is unknown. This information will be provided in a supplemental report if made available. H.4. As the lot number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H10: livanova USA inc. Manufactures the tubing. The incident occurred in (B)(6). Through follow-up communication it was learned the following findings: the line was not used for cardioplegia delivery. The livanova s5 roller pump was used in combination with involved line. The customer does not use two tubings in the same raceway now. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova USA inc. Received a report a 1/4" livanova tubing ruptured in an s5 large roller pump, at the end of a long pump run. The customer used a competitor perfusion tubing system pack, and had replaced the affected tubing with a 1/4" competitor one in the same raceway.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Lot number is unknown. This information will be provided in a supplemental report if made available. H.4. As the lot number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H10: livanova USA inc. Manufactures the tubing. The incident occurred in wynnewood, pennsylvania. Through follow-up communication it was learned that no photo or video of the event are available and that the unit was discarded by the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : device discarded by the customer

Event description:
See initial report.

Manufacturer narrative:
H11: affected pack catalogue number only includes 120" of 1/4x1/16 pvc tubing (accessory line). Complaints history review was carried out and no similar case was reported for noticed pack catalogue number, neither a concerning trend has been identified. Based on the collected information and without the part available for investigation, it cannot be ruled out that an incorrect tubing set-up in the raceway had occurred, nor that an initial defect on the tubing was present and was enhanced during procedure, leading to its rupture.